Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via an 8fr sheath after a percutaneous coronary intervention. Reportedly, the proglide plunger was removed but the suture did not come out. A cuff miss was suspected to have occurred. Hemostasis was achieved using a new proglide device. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.